Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the duodenum to treat a stricture in bile duct during an endoscopic retrograde cholangiopancreatography (egd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. Resistance was felt in the handle spool. The procedure was completed with this device. There were no patient complications reported as a result of this event.